Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called with a high blood glucose reading of 262 mg/dl. The customer was seeking medical attention after falling off a ladder and damaging the insulin pump and holster. The customer stated that his blood glucose levels were high due to eating before going to bed the night before. Nothing further was reported.